Event description:
The device was not connected to the pt at the time of the event. For the last month or so (worsening in severity/frequency) the device would alarm battery low (sometimes disc/sense),make a buzzing sound, shut down, and restart. If the device would stay operating for 1 minute they knew they could keep using it. This occurred in the morning when the pt was being switched from bed (lp10)to wheelchair (ltv). The device was being operated on an external battery, which is also the primary power source. Pt believes they are charging the external battery every night . Pt believes the problem occurred 3 mornings in a row starting in 2004.